Manufacturer narrative:
Concomitant product: 6947-65 lead, implanted: (B)(6) 2010.

Event description:
It was reported that the device had an electrical power on reset. No intervention was performed for the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.